Event description:
In 2006, a caregiver reports that a resident fell out of a hygiene sling used on a viking m while in the bathroom. Resident hit back of her head on part of the toilet. No injury was reported.

Manufacturer narrative:
In 2006, the lift and sling involved in the incident were viewed and inspected by liko distributor and company representative, and were found to be in excellent working condition. Use of the sling was demonstrated for two caregivers and nobody could break free from the sling when properly applied per manufacturers instructions. Device was evaluated and alleged incident could not be recreated. Despite reservations, the resident agreed to get back into the sling and be lifted in the viking. The lift went well and resident was confident that the lift and sling were working fine. Resident did comment that she did not feel the safety belt across her mid-section in the incident, where she had slipped out of the sling. The facility has offered remedial training for its staff in the use of liko equipment.